Event description:
Per the clinic, the abutment was removed with force under general anesthesia on (B)(6) 2025 due to unknown reason. During the same procedure on (B)(6) 2025, the patient also underwent revision surgery to excise surrounding tissue.

Event description:
Per the clinic, the patient experienced an ongoing infection associated with the abutment.